Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. - the incident would require an intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on the reported information, the criteria for reporting an adverse event have been met.

Event description:
A few hours after the start of use, the inflation tube came off and the pilot balloon was deflated. There was no problem during the leak test, and it seems that s/he noticed when s/he extubated the tracheal tube because the alarm sounded frequently after moving to the ICU after the operation.

Event description:
A few hours after the start of use, the inflation tube came off and the pilot balloon was deflated. There was no problem during the leak test, and it seems that s/he noticed when s/he extubated the tracheal tube because the alarm sounded frequently after moving to the ICU after the operation.

Manufacturer narrative:
The investigation as well as all customer follow up was performed by welllead. More detail can be found within the attached files of the activity log. Ra: this failure mode (r12) is identified on the risk analysis file (ra-47). The severity of harm for this failure mode is considered a major (6) risk and does not meet the threshold for carb review (8).